Event description:
It was reported to philips that the c-arm could not move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was in clinical use during the issue occurrence. Philips received a complaint indicating that c arm cannot move, restart did not solve the issue. Customer did not report the problem to philips or requested for evaluation, the issue was resolved without revealing resolution to philips. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was in clinical use during the issue occurrence. Philips received a complaint indicating that c arm cannot move, restart did not solve the issue. Customer did not report the problem to philips or requested for evaluation, the issue was resolved without revealing resolution to philips. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The reporting address line and reporting address city have been updated.